Event description:
Edwards received notification from brazil that a valve model 3300tfx23mm implanted in the aortic position was explanted from a 38-y-o patient after an implant duration of 3 years and 6 months due to calcification leading to severe aortic stenosis and mild aortic regurgitation. On explant extensive pannus was also observed. As reported, the patient was admitted to the emergency room complaining of chest pain. Patient was lucid, oriented, normotensive and afebrile. The explanted valve was replaced with a bioprosthetic valve.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for the same patient. Reference related manufacturer report ID: 2015691-2025-01043. The subject device is not available for evaluation as it was sent to pathology at the site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: four images were provided and reviewed. Customer report of calcification, stenosis and regurgitation was unable to be confirmed through image evaluation. Images showed an explanted valve in a jar, blood residues were visible on the valve in the photos. First two images of valve outflow were blurry, as images were taken through the opaque jar. Photos on page three and four showed what appeared to be host tissue over the three commissures at the outflow aspect and around the sewing ring in both inflow and outflow aspects. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from brazil that a valve model 3300tfx23mm implanted in the aortic position was explanted from a 38-y-o patient after an implant duration of 3 years and 6 months due to calcification leading to severe aortic stenosis and mild aortic regurgitation. On explant extensive pannus was also observed. As reported, the patient was admitted to the emergency room complaining of chest pain. Patient was lucid, oriented, normotensive and afebrile. The explanted valve was replaced with a 25mm bioprosthetic valve. The patient was discharged home and was under outpatient monitoring.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely cause is patient factors, including hyperparathyroidism secondary to chronic kidney disease (ckd) focal segmental glomerulosclerosis (fsgs) on hemodialisis for many years. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. The most likely root cause is patient factors.